Event description:
Information was received from a healthcare professional via a company representative in regard to a patient receiving compounded morphine 40 mg/ml at 13.5 mg/day via an implantable infusion pump. The indication for use (IFU) was listed as non-malignant pain and chronic low back pain. It was reported that the patient had a pump replacement on (B)(6) 2016 due to an elective replacement indicator (eri). The patient therapy history prior to the pump replacement was unknown. On (B)(6) 2016 the patient became lethargic and went to the emergency room (ER). It was thought that the patient was having sudden overdose. The pump was programmed to minimum rate and responded to narcan. The patient was hospitalized and was receiving narcan. The patient has access to po opiates and there were some questions as to the patient's use of these medications. The intrathecal (it) morphine sulfate (ms) half-life and clearance was inquired. The patient's healthcare professional was going to decrease the dose and monitor the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.